Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. According to the medical records, an additional mesh was also implanted, although it was not listed in the complaint. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. The last name on the medical records is different than the name on the complaint. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with sacrocolpopexy; posterior colporrhaphy; cystoscopy due to pelvic organ prolapse, cystocele, rectocele, enterocele and stress urinary incontinence. It was reported that post insertion patient experienced pain, vaginal scarring and urinary/bowel problems.

Manufacturer narrative:
Date sent to the FDA: 02/01/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.